Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while tightening down cross link set screw, tip of threads sheared off leaving two pieces, small tip and remainder of screw. The product came in contact with the patient. No fragments of the implant remained inside the patient. No patient complications were reported.